Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had the implantable neurostimulator (ins) removed, but the leads left implanted in his body. It was noted the ins was removed in the later part of (B)(6) 2010 due to a hip replacement surgery the patient needed. The patient was told it was migrating toward their right hip. It was noted the patient's health care provider (hcp) only removed the ins and not the leads "in fear of causing more nerve damage." It was noted the patient had their sciatic nerve severed by an hcp during a complete hip replacement in (B)(6) 2000, prior to ins implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3987a, lot # n081755, implanted: (B)(6) 2008, product type lead; product ID 3987a, lot # n081755, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).